Manufacturer narrative:
Patient demographics, such as age, date of birth or weight, were not provided. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. The access toxo igg reagent was not returned for evaluation. In conclusion, the cause of the events cannot be determined with the available information. (B)(4). All mdrs associated with this event are: 2122870-2016-00167; 2122870-2016-00168; 2122870-2016-00169.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for four (4) patients on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)).the initial access toxo igg result for patient four (4) recovered non-reactive. The customer reanalyzed the patient sample three (3) additional times on the same unicel dxi 600 access immunoassay system and obtained non-reactive, equivocal and reactive results. There was no report of patient injury or change in patient treatment associated with these events. Mdr2122870-2016-00167 addresses the results for patients one (1) and two (2) obtained on (B)(6) 2016. Mdr2122870-2016-00168 addresses the results for patient three (3) obtained on (B)(6) 2016. Mdr2122870-2016-00169 addresses the results for patient four (4) obtained on (B)(6) 2016. All system parameters, including access toxo igg quality control (qc), access toxo igg calibration and system check, were within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. Samples are serum. Sample processing information, such as centrifugation speed and time, were not provided. There was no report of sample integrity issues.